Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch and 7 open pouches. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market, there are no units in stock. Received an open and empty pouch of the product. There is no needle nor thread inside. Checked the cardboard and have seen no marks of the needle in the support cardboard, as can be seen in the enclosed pictures. The unit was packed without suture. The closed sample received has been opened and it contained the correct suture inside. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. It is assumed an isolated unit without the suture. This mistake was probably produced in the automatic packaging step in the manufacturing line. Final conclusion: taking into account that the results of sample received do not fulfill the OEM specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: malaysia. When scrub nurse opened the safil 1 hr 40s c1048557 for the tahso case, the insert (cardboard) was opened and without suture inside.